Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had blank display. Customer blood glucose reading was 83 mg/dl. Troubleshooting was performed. Customer insulin pump got exposed to water while at the beach. Customer stated that the insulin did not work at all, there was no physical damage on the insulin pump. Customer could not change the batteries since the insulin pump was blank. Customer was advised to discontinue from the pump and revert to a backup plan per healthcare instruction. The insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics and motor assembly. Unable to perform any tests due to blank display. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.